Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump was restarting own and had multiple pump error alarms. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they were able to clear the alarm and able to complete rewind. Customer stated that displacement test was performed and it was passed and self test was failed. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will not be returned for analysis.